Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 620 mg/dl. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released on 3/29/24 with no permanent damage. Tandem technical support performed a system check and the pump is performing as intended, however, customer did not resume insulin therapy per their health care provider's instruction. Multiple follow up attempts were made by tandem technical support to obtain back up insulin therapy information, however, no response was received by the customer.